Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were not getting stimulated. Patient mentioned attempting to switch groups and programs, as well as adjusting the intensity, but were still unable to achieve the desired stimulation. Patient also stated that they were provided with a contact number for a medtronic representative to assist with reprogramming; however, the number is not working. For the event date, patient stated a couple of weeks, sometime in june. Emailed reps for visibility. Rep replied and noted they've called the pt, but they have not replied.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports calling the patient 5 or 6 times and getting no response/answer. Rep reports they are unable to provide additional information as the patient won't answer their calls to schedule an appointment to meet at the managing physician's office.